Event description:
We received an allegation of questionable sodium electrode results for 2 patients' samples tested on a cobas c 303 analytical unit. Sample 1: initial result: 146.1 mmol/l. Repeat result: 140.5 mmol/l. Sample 2: initial result: 147.8 mmol/l. Repeat result: 140.9 mmol/l. The customer noticed that the initial results were high and were inconsistent with the patients' history. No questionable results were reported outside the laboratory, and sample 1 and sample 2 were repeated on (B)(6) 2026. The repeat results were deemed to be correct.

Manufacturer narrative:
The sodium electrode lot number was fey79. The expiration date was not provided. The customer performed maintenance for the ion-selective electrode (ise), and the qc improved. The field service engineer performed an on-board inspection. Calibration test and ise performance were performed, and they were within specifications. The investigation is ongoing.